Event description:
It was reported the endoscope sheath ceramic head was damaged. The issue occurred during maintenance. There was no patient invovlement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.